Event description:
As reported by the edwards field clinical specialist, a large perforation/dissection was observed in the reia upon the removal of the edwards retroflex introducer sheath. It was noted the proximal reia was tight and ¿constricted onto the sheath¿. Extravasation was also noted at the proximal reia. A viabahn stent was used to repair the dissection. The patient was prepped and draped in the normal fashion. Access was gained percutaneously via the right common femoral artery. Dilators were inserted in order with no resistance met. The 22mm retroflex sheath introducer sheath was advanced, followed by the rf3 delivery system. The device was advanced with no issue. The 23mm sapien valve was deployed in a 50:50 position. No ai and no pvl were observed. The physicians were satisfied with the results. The rf3 delivery system was removed without difficulty. Upon removal of the sheath, a large perforation/dissection with extravasation was noted in the reia. An occlusion balloon was inserted retrograde and 1 viabahn stent was placed in the reia. The final result was excellent; at last report, the patient was stable and resting in the ICU. One unit of blood was given to the patient during the procedure.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 22fr sheath is >7mm. In this case, the patient¿s access vessel mld was 7mm, with mild calcification noted. It is possible that patient factors (advanced age, vessel diameter, calcification and/or tortuosity not appreciable on imaging) may have contributed to the reported event. The device was not returned for evaluation as there was no allegation of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.